Manufacturer narrative:
This event involved 2 celsius catheters for which 2 separate medwatch forms are being submitted.

Event description:
The customer stated, that the pt suffered from a pericardial effusion towards the end of a left-sided accessory pathway procedure. Drainage was reportedly performed on the pt and pt status has been reported as stable and improved. It was reported that very high impedance was recorded on the catheter (reported in 2029046-2008-00015) and thus ablation could not be performed. The location of the indifferent electrode was reportedly changed which enabled ablation. The report indicated that the physician then changed to a catheter (reported in this medwatch) to reach the targetted area more easily, after which several ablations were performed, first at 30 w and eventually at 40 w.